Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 19, 2016 the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio2 meter displayed an error message ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported an ongoing meter issue which began approximately 1.5 weeks ago, when the meter allegedly displayed an ¿error 4¿ message when the patient tried to test his blood glucose. The patient manages his diabetes with insulin (self-adjuster), and denied making any changes to his usual diabetes management routine in response to the alleged meter issue. The patient reported having a seizure on (B)(6) 2016, and stated that he received a glucagon injection by a friend (non-hcp) after a result was eventually obtained using the subject device. The patient confirmed that his blood glucose was not measured using any other device at the time of the reported issue. At the time of troubleshooting, the csr determined that the meter had been in use for about 1.5 weeks, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr was unable to walk the patient through a re-test as the patient did not have testing supplies available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.